Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
Maquet (B)(4) was notified of per on 10/22/2009 stating, "following the indications directly from the user guide, the doctor who was performing the operation to roll the device could not go ahead because it was impossible to activate the proximal seal. When he released the buttons the seal stood flat and it was uneven to use." On 10/22/2009 maquet was notified that they used another kit to go head with the intervent. "Qa has interpreted this to mean "seal did not load properly".